Manufacturer narrative:
Date of report: 12dec2018. Date of manufacturer: 03dec2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The glass on the display was broken. The fse replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator screen was broken and half of the screen did not work. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.